Event description:
It was reported that a merlin.net transmission revealed a change in impedance of the left ventricular lead. A loss of capture was noted and it was determined that the lead had fractured. No patient symptoms were reported. The lead was successfully capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.